Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the lot met all release criteria. Visual/microscopic inspection: the sample was returned used. It was noted that the device was returned with the top slide in the initial position bottom slide partially primed. There were no other visual anomalies noted on the device. Performance/functional evaluation: the device could not be functionally tested in the as-received condition, as the slides would not move. The device was disassembled and internal parts were inspected. When the outer housing was removed it was found that the bottom slide was stuck on the cannula hub and could not advance. Additionally, the bumpers were found to be intact and in the correct position. Also, the tangs did not appear to be damaged or deformed, and were able to lock securely into place while the device was disassembled. The slides were placed back in the correct position and the device was reassembled. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 10 times in a chicken breast with each trigger, for a total of 20 tests. The device was able to prime and fire properly. All 20 samples were obtained with no issues. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for self-activation based on the as-received configuration of the device. The top slide released leaving the bottom slide stuck in the primed position. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current maxcore instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, on the second sample attempt the first slide releasing before the second slide could be primed. The procedure was completed with another device. A coaxial was used during the procedure. There was no reported patient injury.